Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material is unable to be identified. The root cause of the reported event cannot be conclusively determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in ¿operation manual chapter 3 preparation and inspection¿ IFU states the preventative measures in ¿reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer tissue glue is clogging the channel tube on evis lucera gastrointestinal videoscope. The malfunction was found during reprocessing after the sclerotherapy procedure was completed with the same device. The patient was not under sedation; therefore, there was no delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During device evaluation, the customer¿s initial report of tissue glue clogging the channel tube was not confirmed. The hospital later reported the user facility found that the tissue glue was blocked after the procedure and after reprocessing the device. They contacted the repair team, and they were unable to remove the clog; therefore, they contacted olympus. The following additional finding were noted: damaged switch button one, crystals adhered to the insertion tube, light guide tube, and bending cover due to problems related to reprocessing, dirty bending section cover, and due to the clogging the instrument channel the forceps can not be inserted smoothly, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.